Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while suturing the vaginal cuff, the device loading mechanism was not working correctly and it kept bending and breaking the needle. Another device was opened and the surgeon continued on with the procedure. There was no patient injury.